Event description:
Head come off - oral-b [device breakage]. Head is so loose (loss) at connection - oral-b [device connection issue]. Case narrative: consumer via chat stated that the oral-b toothbrush head was so loose at the connection to their oral-b io7 toothbrush (model 3758) and every time they brushed, the oral-b toothbrush head came off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head come off - oral-b [device breakage] head is so loose (loss) at connection - oral-b [device connection issue] case narrative: consumer via chat stated that the oral-b toothbrush head was so loose at the connection to their oral-b io7 toothbrush (model 3758) and every time they brushed, the oral-b toothbrush head came off. No injury was reported. 27-jul-2023 product investigation results: the suspect product was confirmed to be oral-b power power oral care refills io series and the concomitant product was confirmed to be oral-b power rechargeable toothbrush handle 3758 io7 series m7. No injury was reported.

Manufacturer narrative:
27-jul-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.